Event description:
Orig. Surgery: was in 1996. Three years post operative. Allegedly pt has had right thigh pain since the time of original surgery. Pt originally injuryed his right hip in a high school football accident in 1981.